Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. An amplatz super stiff¿ guide wire was selected for use. Upon removal a coating issue was noted. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating issue occurred. An amplatz super stiff guide wire was selected for use. Upon removal a coating issue was noted. No patient complications were reported.